Event description:
Pt reported that, in 2004, they were transported to the emergency room, by spouse, after spouse found pt "confused and dazed." Upon arrival at the hospital, pt's blood glucose measured 882 mg/dl, and their urine was tested positive for ketones. Pt was treated with IV fluids and an insulin drip. Pt reported that they were hospitalized until 9 days later, and received additional treatment for fluid on the lungs and anemia.